Manufacturer narrative:
The unit was received with all operating currents within specification and the unit passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. No blank or black/display anomalies were noted during testing and bolus delivery. The following physical damage was noted: cracked casing at display window corners and minor scratches on the display window.

Event description:
The customer reported via phone call that his insulin pump would go blank during bolus delivery. The patient's blood glucose at the time of incident was 534 mg/dl. The customer's vision was blurry and his arms and legs went tight. He was escorted to a medical facility at his job where the nurse worked on the insulin pump for three hours in order to get it functioning again. The customer was then driven to his health care provide for treatment. Troubleshooting was initiated for the blank display. The customer confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the pump and the display returned. A self test was performed and the insulin pump passed. However, the insulin pump was returned for analysis and a replacement device was shipped to the customer.